Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. Imaging revealed the paddle lead had migrated down one level. In turn, surgical intervention was undertaken wherein the scs system was explanted. No new products were implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.